Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass, minor scratches on the display window, a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump's display was cracked and had a black spot on it preventing it from being read. Caller reported that the damage occurred as a result of being hit with a brush. Blood glucose level at the time of the incident was 300 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.